Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was inoperable. Patient did not recharge for over 2 months. As such, stimulation was lost and the ipg was unable to communicate with neither the programmer nor the charger. The programmer displayed the error message "ipg not found." The first two lights of the charger were flashing yellow, and the charging paddle was repositioned to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.